Event description:
Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Reportedly, the customer changed out five infusion sets and five cartridges to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.